Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient stated they had a reaction that consisted of a rash with irritation, bumps, pimples, and itching sensations which extended beyond the patch perimeter. He scratched the area in the middle of the night and woke up at 4:00 am with blood in his bedding and on the floor. The patient called emergency medical services (ems) and was transported to the emergency room (ER) via ambulance. The patient was admitted to the intensive care unit (ICU). He had an infection at the sensor site which required 26 stitches. After the site was cleaned, a topical cream (similar to a face cream) was applied to the area. After treatment the patient was in stable condition. No additional patient or event information is available.